Manufacturer narrative:
Device passed the displacement, unexpected restart error test and self test. No unexpected restart alarm noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected power loss alarm. The customer¿s blood glucose level was 132 mg/dl at the time of the incident. Customer state that the unexpected power loss alarm was recurring during normal pump use. The insulin pump will be returned for analysis.